Event description:
It was reported that the web device was implanted in a patient to treat an acutely ruptured aneurysm. Reportedly, the patient was not receiving antiplatelet medication. Although there was no problem with placement, the web device protruded slightly into the parent vessel; however, the protrusion was determined to be within tolerance and the web device was detached and implanted. As the patient was in good condition immediately after the implantation, the procedure was completed. Approximately three weeks after discharge, the patient was diagnosed with ischemic complication. An infarction was found in m2 distal to the site where the web was implanted. Physician presumed that the protrusion caused thrombosis. Treatment for the infarction is unknown. The patient condition described as in good health although a little paralysis remains, and currently undergoing rehabilitation.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is available to return to the manufacturer for analysis and procedure images not provided. Therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies ischemia, neurologic deficits and vascular thrombosis as potential complications associated with use of the device.

Manufacturer narrative:
Additional information received. Protrusion of the web into the parent vessel was within the expected range and to the extent that the physician considered that it was not a problem. It was not due to incorrect size selection. Procedure images are not available.

Event description:
It was reported that the web device was implanted in a patient to treat an acutely ruptured aneurysm. Reportedly, the patient was not receiving antiplatelet medication. Although there was no problem with placement, the web device protruded slightly into the parent vessel; however, the protrusion was determined to be within tolerance and the web device was detached and implanted. As the patient was in good condition immediately after the implantation, the procedure was completed. Approximately three weeks after discharge, the patient was diagnosed with ischemic complication. An infarction was found in m2 distal to the site where the web was implanted. Physician presumed that the protrusion caused thrombosis. Treatment for the infarction is unknown. The patient condition described as in good health although a little paralysis remains, and currently undergoing rehabilitation.

Manufacturer narrative:
Additional information: (approximate date of event: 2/3/2022), (correction to mrf report number). This follow-up report is also being submitted to make correction to the mrf report number. Fei-based was selected in error in initial and follow-up 1 reports. It should have been cfn-based. Our 1-3 acknowledgements from our initial and follow-up 1 submissions are attached for your reference.